Manufacturer narrative:
H3, h6: the cable (fm014481-00004) was returned for analysis. Analysis found that the reported complaint could not be confirmed. The cable was tested using a cable validator nt900 and failed bench testing. It was noted that cable failed the continuity test and that there was an open between lemo connector pin #5 and yellow side connector pin #3. Visual inspection confirmed wear and tear of the cable. The cable was installed in a test system and the system initialized. Generator, communication, charging, and communication readied. 24vdc to x-ray lamp failed. 2d and 3d images were successfully taken. Evaluation codes that apply to this testing: 10, 4203, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced the umbilical cable and tested the system, it was ready for use. The interface cable was returned to the manufacture for evaluation and is under analysis at the time. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was not booting up all the way. It was getting stuck in initializing, please wait and had a red x for the motion. The ias and mobile view station (mvs) were rebooted and issue resolved. There was a 10 minute delay in the case. There was no impact on patient outcome.